Manufacturer narrative:
The target lesion was the proximal left anterior descending (lad). The vessel was de-novo, concentric and bifurcated. Aha/acc classification of the vessel was a type b2. The lesion length was 15mm and vessel diameter was 3.0mm. The procedure was an elective case. Pre-dilatation was conducted with a 3.0 x 10mm balloon at 16 atm for 60 seconds. A 3.0 x 28mm cypher was implanted at 16 atm for 60 seconds. Post-dilatation was not conducted. Ivus was not conducted. The residual % of stenosis was unknown. Timi flow before and after the procedure was 3. Act was not measured. Approximately two years later, the patient complained of chest pain after drinking alcohol at his home. The patient was transferred by ambulance. The cpk-max was 2287. Coronary angiography was conducted and thrombus was observed from inside the implanted cypher stent to its distal end. To treat the thrombus, aspiration and balloon angioplasty was conducted. Then, a 3.0 x 24mm driver bare metal stent was implanted inside of the cypher stent. The detailed information regarding the procedure was unknown. The patient was in stable condition and discharged from the hospital. Physician indicated that the possible cause of the thrombotic event was because ticlopidine hydrochloride was stopped after 3 months after the procedure. Ivus wasn't conducted after the cypher implant and also the implant pressure was 16 atm. Therefore, it is possible that the stent was under-dilated. This device (lot i0505119) is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the patient and it not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient had thrombus in a previously implanted cypher stent.